Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was given a repair quote. No add'l info has been disclosed by the customer.

Event description:
The customer reported the system displayed a generator error code. No report of pt injury.